Manufacturer narrative:
Other relevant device(s) are: product ID: neu_stylet_acc, serial/lot #: unknown, ubd: , ud I#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the lead 977a260 5mm compact 1x8 magnetic resonance imaging (MRI), there were allegations of "lead migration" lead damage, and issues with the stylet, including kinking, inability to advance, and kicking. The lead was never implanted. The damage was caused or discovered during surgery. Troubleshooting steps included removing the stylet, attempting to replace it, and trying to advance the new stylet, but these attempts were unsuccessful. The issue was resolved. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.